Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of not being able to deliver a bolus. It was found that bolus could not be delivered due to active insulin on board. Customer reported of going to the emergency room on (B)(6) 2015 with blood glucose of 557 mg/dl. Customer had symptom of vomiting, nausea, cramping and difficulty breathing. Customer was in the emergency room due to diabetic ketoacidosis and high blood glucose. Customer was treated with insulin IV. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined high pressure test. Customer was advised to call back helpline should issue persist.